Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (unable to complete essential performance testing) has been confirmed. Upon investigation the monitor was unable to complete essential performance testing.  As received, the belt receptacle was pulled from the monitor case and missing. Additionally, the j1001 connector on the computer / analog (ca) board was damaged and the pins were bent. The root cause of the damaged receptacle is excessive force placed at the receptacle.  No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a monitor was unable to complete essential performance testing.